Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Visual inspection of the instrument found the conductor wire broken. No other cables or wires exhibited signs of damage. No thermal damage was found. The housing was removed from the back end of the instrument. No damage was found. The root cause for the broken conductor wire is typically attributed to a component failure. Additional observation(s) not reported by site: the insulation of the broken conductor wire exhibited insulation damage. No pieces were found to be missing. The insulation was lifted, and no wires were exposed. No signs of thermal damage. The root cause of the damaged insulation is typically attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the wire on the wrist of the instrument was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.